Event description:
Reporter alleged the blood glucose device was still not downloading pt data, and the 4th connector pin from the left side was discolored. No pt or staff impact was reported as a result. A request was made for the return of the suspect device and replacement product was sent.